Manufacturer narrative:
One device was returned for investigation in good condition. Functional testing was performed where the customer complaint was confirmed. The latch lever was working properly but the latch lock optic flex sensor was not functioning. To resolve this, the latch lever lock flex was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint., corrected data: h6: health impact codes updated.

Event description:
It was reported the pump does not recognize cassette attached. Latch lever broken ,no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.